Manufacturer narrative:
Additional information has been requested regarding the patient and device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on april 1, 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to excise excess skin at the implant site. The implanted fixture remains insitu.